Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw and mitraclip xt was implanted. Mitraclip xt was perforated posterior mitral leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was increased to grade 3. On (B)(6) 2026, a patient presented for the additional procedure, and mitraclip xt was implanted between previously placed mitraclip xtw and mitraclip xt. After deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. The procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.